Event description:
Reporter indicated a vns patient had high lead impedance readings with diagnostics testing. X-rays were requested to be sent to the manufacturer but have not been received to date. The vns has been disabled. The patient has had no trauma and does not manipulate the vns. For now, the patient does not desire vns revision surgery. The patient will continue to be observed clinically with the vns disabled.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.